Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 8.5-8.6cm from the helix. The etfe coating was intact at the same location.

Event description:
It was reported that the patient presented to the or for device change out due to normal eri. Poor r-wave sensing was observed. The lead was explanted and replaced.